Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s device was not working properly. The ins was implanted in the back and it was noted that from time to time the patient charged it. This conflicts with the patient¿s device registration that shows that the patient had a non-rechargeable ins. For about three to four months, the patient had no pain and wasn't using it. The patient noticed that the pain returned and she began taking pills. The patient¿s daughter told her not to take pills and to try using the ins. The patient had an appointment scheduled for (B)(6) 2017 at 4:40 pm and was calling the manufacturer to schedule a manufacturer representative (rep). The issue began in (B)(6) of 2017, about two weeks prior to (B)(6) 2017. Additional information received from a rep noted that he would handle setting up a rep being present at the appointment. No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.